Manufacturer narrative:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. A broken force sensor pin on the sensor flex was also found. Review of the pump download history revealed loss of prime alarms associated with zero force and no cartridge detected alarms.

Event description:
The user reported that the pump dispensed insulin from the cartridge during the load step. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. A broken force sensor pin on the sensor flex was also found.